Manufacturer narrative:
During failure analysis, the reported event that a black piece was missing on the device was confirmed during visual inspection. It was observed that the cover of the large led lens was broken off. During device evaluation, we were unable to determine what caused the broken led cover. Scratching or damaging the leds in any way may contribute or cause malfunction. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that a black piece of the tibial/pelvic tracker was missing from the device at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. No further information was available regarding this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that a black piece of the tibial/pelvic tracker was missing from the device at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. No further information was available regarding this event.